Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer's blood glucose level was 104 mg/dl at the time of the call. The customer treated the blood glucose with food and glucose tablets. The customer also reported having issues calibrating the sensor. Customer declined troubleshooting for low blood glucose. Customer was advised to contact the healthcare provider about the causes of low blood sugar. The insulin pump will not be returned for analysis.